Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
A review of the provided image was performed by a regulatory post market surveillance analyst - the image showed no visible damage on the instrument tip. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have indentations on blade edge, which prevented the blades from closing and causing energy recognition failures. The instrument was found to have failed an energy recognition test when connected to an in-house energy generator. Additional observations : the instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. The missing piece was not returned with the instrument. The energy recognition failure of instrument is related to a damaged blade. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.